Manufacturer narrative:
On 28-oct-2015, an fse was dispatched to the customer site to address the reported event. The fse replaced the cup pickup assy and performed alignments. The fse ran the cup transfer test several times with no errors. The customer ran qc with no issues. The instrument is up and operational. The aia-900 analyzer was functioning as intended with all errors cleared. No further action required by the fse. The most probable cause of the reported event was due to the z axis motor. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report isbeing submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015 a customer reported receiving an error message with the aia-900 analyzer. The customer reports error 4153 c-trans z overrun error. The customer is unable to run bhcg, progii, prl and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of bhcg, progii, prl and e2 patient results. There was no indication of any patient intervention of any patient, intervention or adverse health consequences due to the delay in reporting.